Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was waking up wet and experienced rash because of laying on the urine. Patient stated that suction in the purewick urine collection system was intermittent. No additional information was provided. Patient had been using purewick products for more than 90 days. Per follow up via phone on 11-mar-2022, customer stated that the patient was still waking up wet and had purewick since (B)(6) 2021. When they first received it, patient was leaking near the catheter and was not able to move once the certified nurse aide put the patient to bed. Also stated that the patient broke out with a rash/sore on buttocks from lying on the urine at all night. Patient used a paste to put on the rash/sore. Patient started using the purewick in (B)(6) 2022 and was still leaking. Patient would call lms to help troubleshoot positioning the wick.

Event description:
It was reported that the patient was waking up wet and experienced rash because of laying on the urine. Patient stated that suction in the purewick urine collection system was intermittent. No additional information was provided. Patient had been using purewick products for more than 90 days. Per follow up via phone on 11mar2022, customer stated that the patient was still waking up wet and had purewick since (B)(6) 2021. When they first received it, patient was leaking near the catheter and was not able to move once the certified nurse aide put the patient to bed. Also stated that the patient broke out with a rash/sore on buttocks from lying on the urine at all night. Patient used a paste to put on the rash/sore. Patient started using the purewick in (B)(6) 2022 and was still leaking. Patient would call lms to help troubleshoot positioning the wick.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be " inadequate system design (not designed for intended use ,expected service life or operating conditions or transport and storage conditions)". The lot/serial number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1.ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.